Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. The receiver was opened, ui pcba was detached and the receiver log was downloaded. A review of the receiver log found that the a manual shutdown and restart occurred prior to perpetual rebooting and was related to the complaint. However, the reported event of initializing screen without manual restart could not be determined due to receiver "user" shutdown followed by system power on and perpetually rebooting. A root cause could not be determined.